Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge and resumed insulin therapy.